Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer had symptoms of vomiting, nausea, racing heart, and very sleepy. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer reported that there were missing bolus history data missing. Troubleshooting was performed on insulin pump and it was determined that insulin pump was working as designed. Customer was advised to change infusion set, reservoir and insulin. Customer was advised to follow up with healthcare professional regarding unexplained high blood glucose.